Event description:
Infusion pump with 545:320 failure code. The reported failure did not occur during pt use. According to biomed, no pt injury or medical intervention has been reported. No add'l contact info was provided.